Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to verify battery out limit alarm due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Also the device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
It is reported that the patient has a button error on their insulin pump. Patient's blood glucose level is at 148mg/dl. Trouble shooting is conducted and patient removed and replaced the battery with not result. Device is being returned. No further information available.